Event description:
A 3.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent was implanted in a patient for the treatment of a lesion in cass 12 (#6) approximately 47 months ago. No restenosis was reported at the 8-month follow-up. The patient has a history of paroxysmal atrial fibrillation. It was reported that approximately 20 months post-implant, the patient presented with a right-side upper and lower extremity paresis symptoms, and a cardiogenic cerebral infarction was diagnosed; the cause was attributed to the patient's paroxysmal atrial fibrillation rather than to the device. Approximately 32 months post-implant, a cerebral hemorrhage was identified, which improved with medication; the patient later expired from a non-cardiac death approximately 34 months post-implant. As per the investigator, the cerebral infarction is reported not to be related to the device, drug, or the procedure.

Manufacturer narrative:
Evaluation results and conclusions: (paroxysmal atrial fibrillation). Other (medical intervention).